Event description:
Additional information was received: a revision procedure was performed. After the pocket was reopened, visual inspection revealed the connections were reversed in the device header. The connections were correctly secured into the device header. No adverse patient effects were reported.

Event description:
Boston scientific received information that post implant procedure, a review of the electrogram revealed different gain settings and low amplitude in addition to high p waves. It was suspected this was the result of the right ventricular high voltage lead connections reversed in this device header. An internal technical service consultant was contacted. Troubleshooting recommendations were provided, however reversed connection of df-/+ was suspected. No adverse patient effects were reported.

Manufacturer narrative:
When additional information becomes available, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.